Manufacturer narrative:
The endowrist vessel sealer instrument involved with this complaint has not been returned to isi for evaluation; therefore, the root cause of the customer reported issue with the instrument cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No system errors related to the endowrist vessel sealer instrument were found to have occurred during the surgical procedure. Isi has reviewed a video clip of the reported event that was provided by the site. Based on the video clip provided, it is unclear if the surgeon was utilizing the endowrist vessel sealer instrument in bipolar or seal mode during the instrument activations. Thermal effect was observed throughout the video clip which indicates that the endowrist vessel sealer instrument was functioning. However, the video clip showed evidence that the surgeon was attempting to seal relatively large tissue bundles. In addition, during some of the seal attempts, tissue tension was observed. The instrument user manual states, warning: do not use this device on vessels in excess of 7 mm in diameter, and note: do not cut thick tissue bundles larger than the instrument's indications for use, as tissue transection may be compromised. The instrument user manual also states, warning: eliminate tension on the tissue while sealing and cutting, as the seal may be compromised. This complaint is being reported due to the following conclusion: the surgeon alleged that the endowrist vessel sealer instrument inadequately sealed unspecified tissue. However, there is no indication that a serious patient injury occurred since the bleeding that ensued was reportedly minimal and no blood transfusions were administered. The customer reported complaint does not itself constitute a MDR reportable event; however, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during the da vinci-assisted total colectomy procedure bleeding was observed after the surgeon attempted to seal and cut with the endowrist vessel sealer instrument. On 05/24/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon was able to use the endowrist vessel sealer instrument without any issues during the surgical procedure and prior to when the reported event occurred. The csr indicated that the reported event occurred during the midway point of the surgical procedure. He did not know if the surgeon heard any audible tones indicating that the sealing cycle was complete when the event occurred. To his knowledge, the bleeding was minimal and the surgeon was able to control the bleeding by using the same endowrist vessel sealer instrument. No blood transfusions were required or administered as a result of the bleeding. According to the csr, the surgical procedure was successfully completed and no post-operative complications were reported.